Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to a loose cable connection and could have been due to dust or water droplets adhering to the electrical contacts in the scope. Instructions for use (prevention): before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source.

Manufacturer narrative:
Olympus technical support resolved the e402 and e405 error with the customer through troubleshooting over the phone. The system was not configured to match the peripheral components. After checking the cabling scheme the user set the related software setting to the proper value resolving all issues. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The user facility reported to olympus the device had a b30 scope communication error and e402 error, during preparation for use, when trying to remote trigger the endovault. Also, the e405 printer was not connected. No patient involved.